Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call for frozen display and high blood glucose. Blood glucose reading was 490 mg/dl. Customer reported that the insulin pump alarmed and got a frozen display. Customer reported that insulin pump screen is not completely blank. Customer is not calling back with a frozen display after installing a new battery for previous frozen display issue. Customer reports unable to navigate on the insulin pump alarm occurred during the time the buttons stopped responding. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No frozen screen noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected lcd connector and no unlocked connector noted. Time advances properly. Insulin pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and stained address or serial number label.